Event description:
Today I would like to draw your attention to the following foley catheter again. The thing is that a few months ago when I asked my medical supplier (B)(4) instead -- rusch gold 2 way foley catheter 14 od. 4.7mm/ 30ml "veleflex" ---to send me a --rusch gold 2 way foley catheter 16 od. 5.3mm/5-15ml "veleflex" but since (B)(4) did not have foley catheter 16 od, they sent a completely different one foley catheter "bardex" c.r.bard, inc.--0166l16 16 fr. 30cc rubbed balloon lubricious coated. Today I want to talk about this new "bardex" catheter. As usual, I installed the catheter and inflated the balloon with 6 cc of liquid, connected the catheter to the drain bag 4000ml and went to bed. In the morning, I noticed that there was an uncontrolled release of some feces and also an uncomfortable sense in the bladder. Since I had encountered such symptoms before, I decided to remove the catheter and find out what was going on. The first thing I noticed was the uneven placement of the two holes for urine flow out. The holes were 5 mm further apart, which made the catheter head 10 mm longer than a regular catheters. For the experiment, I pumped up the balloon with 6 ml of liquid. To my amazement, I noticed how the catheter head began to distort, taking the shape of a horn. I immediately understood what caused my discomfort. I informed you about this phenomenon a year ago regarding another "bard" catheter. But let's go further. What I mentioned today is that the catheter after filling the balloon bends inside the empty bladder and excites, irritates some bladder reflectors . I told you about this a long time ago, but that's only half the trouble. The most dangerous thing is that when a nurse enters the bladder through the urethra with such a catheter, she can start pumping the balloon a few second and millimeters earlier, so she myll notice that the urine is already flowing, which means the balloon can be inflated. Out of 100 cases, 99 will be successful, but one can become cancerous. And here's why? When the second upper opening has not yet completely entered the bladder and is still in the sphincter. Since urine is already flowing through the first opening, a false impression is created that the catheter is in place and the balloon can be inflated. Since the patient does not fill the balloon himself so that when pain occurs he can stop immediately pushing fluid to balloon , but the medical worker does this, then while the patient is reacting to the pain, the 30cc balloon will rupture the patient's bladder sphincter. Now it's your decision what to do to eliminate such possible consequences, even if 1/ not 100 but 1000. And the fact that the head of the catheter bends to horn is an old story. Well, that's enough criticism for today, I wish all urological patients' safety and health. Have a nice day (B)(6).